Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that she had unexplained high blood glucose of 430 mg/dl and received a sensor error. Troubleshooting found that the customer is able to run a test plug procedure. The customer declined troubleshooting for high blood glucose but will call back later.